Event description:
The customer reported to baxter (B)(4) of an interlink system solution set, 20 dpm, 15 m disc filter in which "when attempting to infuse albumin from a glass bottle, the liquid would not flow despite opening the clamp and spiking the vial as per instructions." The process step is during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. It was also stated by the customer that "the liquid flow to prime the tubing was initially very slow as well". The primed set was connected to the patient via central line to flow via gravity. The liquid would not flow. All clamps were assessed - they were all open. The line was connected to the secondary port and the rn attempted to infuse the albumin as a secondary medication, but even with the pressure from the pump, the albumin did not infuse. There appeared to be an air lock. The air port was cleansed with chlorhexidine, allowed to dry and then air was infused into the air port via blunt cannula (normally used with tube feeds) connected to a syringe. Once air was added to the system, the albumin flowed." No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample and one companion sample were available for evaluation. Visual inspection was performed and no defects were observed on either sample. Both samples were functionally tested by priming per label copy directions. Both samples primed as required. The reported condition was not confirmed. The root cause was not determined. The samples were received for evaluation.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation; therefore, the condition could not be confirmed nor duplicated and the assignable root cause could not be determined. A label review was performed, which found the labeling to be sufficient in providing information on the use of product code 1w5000. If additional information or samples become available, a follow-up report will be submitted. Correction: (information erroneously omitted from the initial medwatch), (information erroneously omitted from the initial medwatch).